Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and g2 (to select health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, for the events of "power of the device does not turn on" and "front panel led does not light", faulty power supply unit was confirmed. Thus, it is surmised that the power of the device did not turn on and the front panel led did not light due to faulty power supply unit. Based on the results of the investigation, for the event of "front panel lights are blinking", a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had all front panel lights blinking. The issue occurred during preparation for use for a diagnostic gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.